Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, fiber was observed to end-fire )forward-fire). There was no report of patient injury. No add'l info was provided.

Manufacturer narrative:
(B)(4). Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.